Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would take longer to charge and eventually was no longer able to charge or turn it back on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) would take longer to charge and eventually was no longer able to charge or turn it back on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.